Manufacturer narrative:
The manufacturer received information in relation to a dream station auto CPAP unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from dust and dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
Device returned to third party service center for evaluation.

Event description:
A dreamstation auto CPAP device was returned to the third-party service center as part of the recall process with no initial complaint. During evaluation of the device, it was found that there was power connector of the unit is corroded and corrosion present on metallic surface in the device. In addition, there was no evidence of visible foam particles found in the device. Lastly, the device has been scrapped.